Event description:
A surgeon reported that following glaucoma filtration implant surgery, the patient's intraocular pressure (iop) was not reduced even with massage of the eye. The surgeon reported there was a possibility that the device was clogged with fibrin due to the patient had bleeding in the anterior chamber. The device was explanted and a trabeculectomy was performed. The surgeon refused to provide additional information.

Manufacturer narrative:
The product was returned for analysis. The shunt's lumen appeared to be clear, with no blockage. The complainant statement "clogged" could not be confirmed. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to release criteria. There were no other complaints reported in the lot. (B)(4).